Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope. A remote interrogation found no stored episodes within the last 72 hours. The cause of the syncope remained unknown and the pacemaker remains in service. No additional adverse patient effects were reported.